Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Rv capture management weekly trend data shows threshold stable at 0.625v until the week of (B)(6) 2016 when the threshold measurement increased to >2.5v. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) capture management went up once to 5v/1,0ms because of a measured threshold over 2,5v. The physician did manual measurements and could not see that something was wrong. The physician decided to put off the rv capture management and put the output back to 2,0v/0,4ms and the patient got an holter. In this holter some pauses were noted. The physician reprogrammed the capture management and did a holter again. There was no more pause noted. The patient will stay in the hospital to be monitored. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.